Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the physician informed them that the patient is doing greatand receiving coverage in their pain areas. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for chronic pain syndrome, failed back surgeries, lumbar radiculopathy, and right groin pain after abdominal mesh surgery. It was reported that the patient had received low back and right groin relief with trial; however, he has not received the same result for the right groin coverage after implant. The patient is fully satisfied with low back coverage. No contributing factors were noted. The patient has had reprogramming; however, he has not been fully satisfied with the right groin coverage. The patient agreed to a lead revision on the day of the report. Preoperative testing noted good impedances. Intraoperative testing with the spinal cord stimulation on confirmed right groin coverage. The patient verbalized that the revision provided right groin coverage. A revision was performed on the patient¿s right lead (8-15) to the top of t9 which provided right groin relief. The left lead (0-7) is mid t7. There were no further complications reported or anticipated.